Manufacturer narrative:
It was reported that the resident fell backwards out of the sling causing her head to hit the ground. The resident was transferred to a local hospital for evaluation and dx with subdural hematoma. It was noted that one side of the lift had a loose connection where the sling hooks to the frame. It has been determined that the reported event caused or contributed to a death or serious injury.

Event description:
It was reported that the resident fell backwards out of the sling causing her head to hit the ground. The resident was transferred to a local hospital for evaluation and dx with subdural hematoma. It was noted that one side of the lift had a loose connection where the sling hooks to the frame.